Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon, ¿error code 103¿, was confirmed during inspection. The light output of the xenon lamp decreased, and the phenomenon was determined to have occurred due to the depletion of the xenon lamp. According to the service manual, e103 indicates clv lighting failure, and it is a message that is displayed when ignition error of a light source device occurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the lens guide was connector was worn out and the shibori spring malfunctioned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e103 (lamp light-up error) displayed on the visera elite xenon light source. There were no reports of patient harm associated with this event.